Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had not functioning. The customer stated insulin pump has broken on the battery side. The customer was not get the battery cap to stuck on the insulin pump and due to this insulin pump was not functioning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.